Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while the patient was walking. The had not had a shock in 14 years and is low-risk, therefore, the decision was made to deactivate the s-ICD system. Technical services (ts) reviewed the episode and discussed potential causes and programming options. Troubleshooting suggestions were also recommended. The physician is considering implanting a new device system, however, this has not yet been confirmed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while the patient was walking. The had not had a shock in 14 years and is low-risk, therefore, the decision was made to deactivate the s-ICD system. Technical services (ts) reviewed the episode and discussed potential causes and programming options. Troubleshooting suggestions were also recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while the patient was walking. The had not had a shock in 14 years and is low-risk, therefore, the decision was made to deactivate the s-ICD system. Technical services (ts) reviewed the episode and discussed potential causes and programming options. Troubleshooting suggestions were also recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.